Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3 plus glucose sensor to the ilet pump, after which glucose readings appeared on the pump and the issue resolved during the call. No adverse clinical effects were reported. Outcomes included no impact on therapy, no alerts or alarms, and no hospitalization. User support included user education and troubleshooting conducted remotely. Investigation of this case revealed that the device functioned as expected once pairing completed, consistent with transient pairing difficulty without persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction factors and transient connectivity conditions.